Event description:
Surgeon reported to (B)(4): in 2009 primary hip-tep left side. No complication. Since about 2012 increasing pain in the left hip, changing, depending on the load, even at night depending on position. Radiologic a loosening of the stem was seen, no osteolysis, no infection. Revision of loose stem on (B)(6) 2014. Intraoperative smears show no pathogen. Update rec¿d (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the patient's medical records upon revision areas of osteolysis were filled in with autologous cancellous bone. At this time the head is being reported. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
The devices associated to the complaint were not returned for analysis.the DHR analysis performed for the affected corail stem did not reveal any anomalies that could be related to the issue reported on the complainta complaint database search finds no other reported incidents against the provided product and lot combinations. Based on the information received and the investigation performed, the root cause of the incident could not be determined.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).